Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 169 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 169 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, dysmenorrhea, endometriosis, parity 2, gravida ii, cesarean section (1995, 2001), irritable bowel syndrome, hemorrhoids, abdominal pain, abdominal cramps and weight loss. The patient had a family history of colon cancer, alzheimer's disease and diabetes. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 166 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic vaginal hysterectomy; bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Intrauterine coils were counted the number was 3. The procedure was repeated with a second essure device on the left but this was much more difficult, it was not advance after several attempts and manipulation of the equipment. Dr. Tried a second device and was unsuccessful with it as well discrepancy noted removal date of drug updated to (B)(6) 2016 from (B)(6) 2016 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.091 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: fl hysterosalpingogram. Provided clinical indications: encounter for sterilization. Findings: opacification of left fallopian tube with spillage of contrast into peritoneal cavity, confirming patency of left fallopian tube. Impression: occlusion device within proximal right fallopian tube. Patent normal-appearing left fallopian tube. [Pathology test] on (B)(6) 2017: surgical pathology report: specimen: uterus, cervix, uterus, and bilateral fallopian tubes. Final pathologic diagnosis: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: squamous metaplasia. Endometrium: proliferative pattern. Myometrium: no significant pathologic abnormality. Serosa: no significant pathologic abnormality. Fallopian tubes: benign paratubal cyst. Pre and post-operative diagnosis: secondary dysmenorrhea endometriosis of uterus excessive and frequent menstruation with regular cycle gross description: the right fallopian tube is 7.2 cm in length and 0.4 cm in diameter. The left fallopian tube is 6.5 cm in length and up to 0.5 cm in diameter. [Pregnancy test urine] on (B)(6) 2017: negative. [Ultrasound pelvis] on (B)(6) 2017: pelvic ultrasound report: indication: dysfunctional uterine bleeding. Conclusions: abnormal gyn ultrasound. Likely adenomyosis. Endometriosis of uterus. Secondary dysmenorrhea. Excessive and frequent menstruation with regular cycle. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.